Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 80% stenosed, de novo lesion in the proximal left anterior descending artery. Using a femoral access site, pre-dilatation was performed with mini trek balloon catheters; 1.5 x 12 mm and 2.0 x 12 mm at 8 atmospheres (atm). The xience prime 3.5 x 15 mm was deployed at 10 atm and while removing the stent delivery system, check angio revealed that there was a dissection at the distal end. The dissection was treated using a xience v 3.5 x 12 mm. The results were very good with timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.